Event description:
It was reported that the atrial lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at multiple locations. The abrasions were consistent with constant friction with another implantable device. The outer coil and outer insulation were damaged due to clavicular crush damage at 27.8 cm from the connector pin.